Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. It was also observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms. The failed upstream sensor was replaced. Additional information: low readings

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy of IV antibiotics in the long term care/skilled nursing care areas (exact medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury because of the delay in receiving total dose which was caused by the air line alarms.